Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the results confirmed water invaded the subject device due to leakage from a-rubber (bending section cover) resulting in the material entered inside of light guide (lg) lens. Additionally, the foreign material was not identified. The root cause of the reported event is unable to be determined. However, the likely cause of the reported events are due to the reprocessing not appropriately conducted due to leakage from a-rubber. As a result, the foreign material was not removed. The event can be detected by following the instructions for use (IFU) section: -inspection of the endoscope olympus will continue to monitor field performance for this device.

Manufacturer narrative:
As noted in b5, an olympus fse was dispatched to the user¿s facility to inspect the device. During the device inspection, the fse confirmed that the unit had been insufficiently reprocessed. This poor reprocessing led to dirt being discovered in the light guide lens and around the forceps elevator. There were various other points of device wear and tear. Those include but are not limited to leaking, deformation, scratching, chipping, dents, wrinkling, elongation, and cuts. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer originally reported that his olympus evis exera ii duodenovideoscope was experiencing a leaking issue. There was no patient harm reported as a result of this event. An olympus field service engineer (fse) was dispatched to the user¿s facility to inspect the device. During the device inspecting, the fse discovered that the unit had been insufficient reprocessed as foreign material was found near the forceps elevator. This report is being submitted to capture the insufficient reprocessing confirmed by the fse¿s visit.